Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument had a wrist breakage. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a piece from the distal end of the instrument detached/broke off. There was no need to remove the instrument with the cannula together or to increase the port incision in order to remove the instrument and cannula. Additional ports were not placed. No material fell into the patient¿s body. There was no injury to the patient. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm cadiere forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube approximately 43.15mm from the distal tip. A piece measuring approximately 11.98mm x 7.56mm was not returned with the instrument. Components adjacent to this broken main tube did not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.